Event description:
Caller reported a minimum fill notification, indicating an issue with the insulin pump. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to resolve the issue by reloading the same cartridge without success. Technical support then guided the customer through the process of filling and loading a new cartridge onto the pump using the proper technique. This action successfully resolved the issue, allowing the customer to resume insulin administration.